Event description:
It was reported that the insulin pump alarmed button error. The caller did not know the blood glucose reading. No further details were provided. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened act keypad dome switch. The insulin pump had minor scratches on the display wi ndow, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. The functional testing could not be performed due to the keypad anomaly.